Manufacturer narrative:
The field service engineer found an issue with the sipper probe, and it was repaired. The analyzer was confirmed to be operating within specifications after the service visit. The investigation determined that the issue was resolved by the service actions.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. The initial elecsys ca 19-9 result was 1000 u/ml or more. The repeat result using another unit was less than 2 u/ml.